Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the patient contacted the helpdesk on (B)(6) 2017 because he encountered issues when trying to set up the subject home monitor. The home monitor stayed lit with an orange status light, then the light disappeared. The power connection has been checked and the power block light was green. Even after pushing the reset button and after unplugging and replugging the home monitor, the orange status light was lit and then disappeared. The issue persisted even with a new power cable. The home monitor was always plugged into the wall and never into a power strip. The green status did not light at all during troubleshooting. The subject home monitor will be returned for analysis.

Manufacturer narrative:
Complaint was re-opened following the reception of new data for analysis. Please refer to the updated analysis report. (B)(4).

Event description:
Reportedly, the patient contacted the helpdesk on (B)(6) 2017 because he encountered issues when trying to set up the subject home monitor. The home monitor stayed lit with an orange status light, then the light disappeared. The power connection has been checked and the power block light was green. Even after pushing the reset button and after unplugging and replugging the home monitor, the orange status light was lit and then disappeared. The issue persisted even with a new power cable. The home monitor was always plugged into the wall and never into a power strip. The green status did not light at all during troubleshooting. The subject home monitor will be returned for analysis.

Event description:
Reportedly, the patient contacted the helpdesk on (B)(6) 2017 because he encountered issues when trying to set up the subject home monitor. The home monitor stayed lit with an orange status light, then the light disappeared. The power connection has been checked and the power block light was green. Even after pushing the reset button and after unplugging and replugging the home monitor, the orange status light was lit and then disappeared. The issue persisted even with a new power cable. The home monitor was always plugged into the wall and never into a power strip. The green status did not light at all during troubleshooting. The subject home monitor will be returned for analysis.